Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found one of the instrument jaw grips was broken at the base of the jaw grip, just above the yaw pulley. The broken grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The pk dissecting forceps instrument was returned, no further information was provided.